Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearview kit was returned for evaluation. The port, catheter, two catheter locks, two 22g non-coring needles, a flushing needle and a vein pick were returned for evaluation. The port was returned disassembled. Blood and fluid residue were noted throughout. One access puncture was noted to the port septum. The port body and catheter were separately patent to infusion and aspiration. Although aspiration was successful, the investigation is inconclusive for the reported failure to aspirate as the port was returned disassembled and the original conditions of use could not be replicated. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the physician placed the port in the right internal jugular vein. The port flushed successfully, but was unable to draw blood. The device was removed and a new port placed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 12/2019.

Event description:
It was reported that the physician placed the port in the right internal jugular vein. The port flushed successfully, but was unable to draw blood. The device was removed and a new port placed. There was no reported patient injury.